Manufacturer narrative:
Additional information: . Section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: may 27, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: the complaint simplicity device was visually inspected under magnification revealing that the plunger rod was fully advanced. The cartridge was inspected revealing that the cartridge tip had a stress mark that led to a damaged and deformed cartridge tip. Ophthalmic viscosurgical device (ovd) was observed to be disbursed throughout the cartridge. The lens module was opened and inspected, and no issues were identified. The handpiece and plunger rod were inspected, and no issues were identified. The lens was inspected revealing damage on the surface. No other issues were observed. The customer provided photograph was evaluated. The photograph displayed the suspect lens inside the patient's eye and a scratch can be observed near the bottom left portion of the lens in relation to the photograph. Damage to the lens can also be observed near the top left corner. The complaint issue "cosmetic issues" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens (iol) came out defective, presenting scratches/ holes. The lens was implanted and removed. A replacement iol was implanted. Through follow-up, account provided that directions for use were followed, ophthalmic viscosurgical device (ovd) from a different manufacturer was used during device setting, no additional procedures were performed, and the patient is doing well. Further details provided indicated that the surgery assistant performed the initial advancement of the lens, and the surgeon continued the process. The ovd was filled from the front of the cartridge, then the plunger was carefully pushed until it reached the thread, after which the plunger including the iol is pushed forward at a medium speed. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: n/a, as lens was removed/replaced in the initial surgery. Section e1 - first name: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.